Event description:
Technical services received a call on (B)(6) 2012. Caller stated that they will be extracting this rv lead due to a lead fracture. Caller called back on (B)(6) 2012 and stated that rv lead going to be extracted today. Caller called back on (B)(6) 2012. It was noted that at the procedure on (B)(6) 2012, patient coded during the case and was resuscitated. Laser extraction was used. The physician was dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).